Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (diabetes management inaccurate delivery) issue. The patient reportedly experienced elevated blood glucose (bg) over 250mg/dl with no reported signs or symptoms of hyperglycemia. Customer technical support reviewed the pump with the reporter and found the basal settings and histories were correct. No pump defects were found during troubleshooting. The reporter indicated that the patient had a change in physical activity level without adjustments to their insulin regimen. The patient was referred to their healthcare provider (hcp) for diabetes management. The patient's hcp reportedly insisted the pump be replaced. The alleged bg excursion does not meet criteria for a serious injury. This complaint is being reported as there is an allegation against the delivery function of the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 22-aug-2019 with the following findings: a review of the pump¿s black box and alarm history showed no evidence of a delivery malfunction. On (B)(6)2016 at 15:11 a basal edit was attempted but not saved by the user. During investigation, the pump was exercised for 12 hours with no errors or warnings occurring. The total daily doses (tdd) calculated correctly and reflected the user¿s programmed basal rates. The pump passed delivery accuracy test and was found to be delivering accurately and within range. The complaint of an inaccurate delivery issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.